Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost r3.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost r3.x indicating that portable detector was dropped on the ground, and was not functioning. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the wireless detector was damaged after being dropped on the floor, but system was working with fixed detector in the wall bucky. After performing calibrations for gain and pixels, the detector remains non-functional. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). The device was replaced with a wireless portable detector, passed an image quality test, and is returned to clinical use. This issue further monitored and trended.

Event description:
It was reported that the portable detector was dropped on the ground, and was not functioning. The device was in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00064 ((B)(4)): box d: suspect medical device product UDI info updated. Changed from "blank" to "(B)(4)". Box h: device manufacturers. Evaluation method code grid (2) updated. Added evm-cri-01 communication/interviews - c139457 imdrf code.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number. (B)(4): 1. Contact office: changed from "john maga" to "dusty leppert" 2. Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, health professional".